Manufacturer narrative:
Additional information: section a-3b patient gender: female. Section a-4 patient weight: unknown as information was not provided. Section a-5 patient ethnicity: unknown as information was not provided. Section a-6 patient race: unknown as information was not provided. Section d-6b date explanted: not applicable as the iol remains implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The dcb00 model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). During the initial procedure there was no incision enlargement, no sutures, and no vitrectomy. Patient developed post-operative endophthalmitis three (03) days after undergoing uncomplicated cataract surgery. Patient's daily activities are significantly affected. Medical attention was reported and medication was prescribed; information regarding type of medical attention and medication are unknown. Patient's od vision pre-operative was 20/25 and post-operative was light perception (lp). Patient status post-procedure is unknown. The suspect iol is not available for return as it remains implanted. No further information is available.